Event description:
It was reported that the tip of the wire punctured through the catheter. The target lesion was located in the superficial femoral artery. A 135cm rubicon 35 catheter guide was used for leg angiography procedure and was placed over the wire. After the wire was withdrawn, the zipwire hydrophilic guide wire was inserted into the rubicon catheter, but advancing was difficult. It was noted that the wire punctured through the rubicon, causing a hole. Both devices were removed, and the center tip of the wire was found protruding from the outer layer of the wire. A new guidewire and rubicon were opened and completed the procedure. There were no patient complications as a result of this event.